Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filled upon completion of the eval or if add'l info becomes available. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
Pump failed accuracy test underdelivery during repair svc by baxter tech. The hosp rep stated they have no record of any pt incident.